Manufacturer narrative:
(B)(4). Approximate age of device - 30 days. The pump was not explanted for return to the manufacturer for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2016, the patient developed gastrointestinal (gi) bleeding with an unspecified decrease in hemoglobin levels and guaiac positive stools requiring an unspecified "large volume" of blood products to be administered. The patient declined to have an endoscopy performed. The patient developed hypoxia and was discharged to hospice care per request with a do not resuscitate (dnr) order. The patient expired on (B)(6) 2016. It was reported that the lvad was functioning as expected. The pump was not explanted. No further information was provided.